Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were observed. The product was manufactured, tested, and released per validated procedures. During the visual test, a cut was identified on the tube of the device. It's important to highlight that new world medical inc. Conducts 100% testing of its products before they reach the market. The reported device was evaluated in compliance with nwm procedures. The device was tested for steady state pressure past the section were the tube cut observed and functioned within specification, the doctor reported the following: "in the first surgery on (B)(6) 2024, priming was no problem. After 8 weeks post-op, high iop remained. To check the valve the second surgery was conducted on (B)(6) and the doctor did priming again, and saw water coming out from the root of the tube. That valve was removed and replaced with other one. The doctor is concerned that there might have been a possibility that he could have damaged the removed valve when checking and priming for the second time." It was confirmed that there were no priming issues or leaks found in the product from the first surgery, indicating that the tube may have been damaged during the second surgery. While it remains unclear what specifically caused the high iop,

Event description:
In the first surgery on (B)(6) 2024, priming was no problem. After 8 weeks post-op, high iop remained. To check the valve the second surgery was conducted on (B)(6) and the doctor did priming again, and saw water coming out from the root of the tube. That valve was removed and replaced with other one. The doctor is concerned that there might have been a possibility that he could have damaged the removed valve when checking and priming for the second time, but he is asking for investigation. The patient's iop, post-op: 25mmhg, at 6 week post op: 20mmhg, and it was lowered to 7mmhg after the second surgery.